Event description:
During a routine preventative maintenance check, the biomed department at the hospital reported that the generator was found to have high output on cut 4 and cut 5. All other settings were within specification. No patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.